Manufacturer narrative:
One unknown psp abutment (associated device) was returned with one reported osseotite® tapered certain® prevail® implant 6/5 x 11.5 mm (xiitp6511) implant (pictures attached in complaint). Visual evaluation of the as returned products identified the reported broken unknown healing abutment/screw piece within the implant. The reported device was returned with an unknown psp abutment, which was not reported as part of the complaint and is captured as an associated device. Additionally, there was dried blood and bone on the implant and a damaged collar likely sustained during implant trephine removal or the reported fracture event. Due diligence was performed to contact the customer, and the fragmented remains of the reported unknown healing abutment inside the reported implant confirmed the reported event. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted on the per and the patient had moderate (type ii) bone density. The reported devices were located on tooth # 14 and the implant was implanted for 10 months while the abutment was used for an unknown duration. Pictures or x-ray images were not provided. The investigation for the unknown healing abutment will reference IFU/rmf documentation from the most likely product information based on the available information (i.e. Biomet restorative product). Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown healing abutment) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the unknown healing abutment as not enough information was provided for the reported device. Based on the available information, device malfunction did occur and the reported event was confirmed for both devices. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Email unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #14 was removed due to healing abutment fracture. Patients restorative doctor was unable tot remove broken healing abutment. They had to remove the implant.

Manufacturer narrative:
MFR report number was submitted and it was subsequently discovered that based on visual inspection, customer reported a healing abutment fracture but the returned abutment was identified as a psp abutment without any malfunction. Instead, a fractured screw piece was identified within the implant due diligence was made to contact customer to clarify what was observed at visual inspection but customer was not reached. If additional information is received, the complaint will be reevaluated and reportability re-determined.

Event description:
No further event information available at the time of this report.